Event description:
On (B)(6) 2024, hip revision surgery was performed with removal of all prosthetic components. The complaints source reported that it was noticed secretion from wound with altered indices of inflammation. Dair procedure was initiated. Histological and bacteriological examinations were conducted. Previous surgery performed on (B)(6) 2024. The following devices were explanted: minima s standard stem #4 (product code: 4503.21.040, lot. 2302490 - ster. 2300079) - sold in us fem. Modular head - s ø32mm (product code: 5010.42.321, lot. 7011862180) - sold in us. Delta-tt acetab.cup ø52 mm for (product code: 5552.15.520, lot. 2328488 - ster. 2400029)- sold in us. Delta protr.liner øint 32mm #m (product code: 5886.54.158, lot. 23at3q7). Patient: 53 years old. Event occurred in italy.

Manufacturer narrative:
Checking the sterilization charts of involved lot numbers, no pre-existing anomalies were found on the components manufactured with those lot numbers. Therefore, all the products with those lot numbers have been properly sterilized before being placed on the market. No previous complaints have been received for the involved lot numbers. This is the first and only complaint received on the lot numbers involved. Even though requested the following information was not received by the complaint source: pre- and post-operative x-rays? Patient's clinical data. Pathogen responsible for infection. Photos of the explants. Sterilization lot number of delta protr. Liner and femoral modular head. Without the possibility to analyze additional information, no deep analysis can be performed, therefore we cannot determine the cause of the infection. Nevertheless, the check of the sterilization charts confirmed that the devices involved were regularly sterilized, no anomaly detected. In conclusion, it seems that the infection was caused but external factors not related to the products. Pms data: based on limacorporate's pms data, we estimate a revision rate of minima s stem (family code: 4503.21.xxx) due to infection of about 0,01%. No corrective action needed following this complaint. Limacorporate will continue monitoring the market to promptly detect any further similar event. This is a final MDR report

Event description:
On (B)(6) 2024, hip revision surgery was performed with removal of all prosthetic components. The complaints source reported that it was noticed secretion from wound with altered indices of inflammation. Dair procedure was initiated. Histological and bacteriological examinations were conducted. Previous surgery performed on (B)(6) 2024. The following devices were explanted: minima s standard stem #4 (product code: 4503.21.040, lot. 2302490 - ster. (B)(4))- sold in us. Fem. Modular head - s ø32mm (product code: 5010.42.321, lot. 7011862180) - sold in us. Delta-tt acetab.cup ø52 mm for (product code: 5552.15.520, lot. 2328488 - ster. (B)(4)) - sold in us. Delta protr.liner øint 32mm #m (product code: 5886.54.158, lot. 23at3q7) - not sold in us. Patient: 53 years old. Event occurred in italy.

Manufacturer narrative:
No previous complaints have been received for the involved lot numbers. This is the first and only complaint received. We will submit a final report after the final investigation.